Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had low blood glucose but not hospitalized. Customer's blood glucose was 52 mg/dl. The customer was treated with food. The customer was unable to troubleshoot because of the keypad anomaly. The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 52 mg/dl. The customer stated that she dropped the insulin pump. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 52 mg/dl. The customer stated that there is no physical damage to the device and the drive support cap appears normal. The customer can't perform self-test due to keypad nor working properly. The customer insulin pump would be replaced due to keypad issue.